Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for over 15 minutes. Additionally, it was reported that the customer received an invalid transmitter ID alert. Reportedly, the customer used a new transmitter to resolve the reported issues. No additional patient or event information was available.